Event description:
It was reported by service report that the bed would raise but not lower due to the bed linen becoming lodged between the motion interrupt pan and its motion stop switch. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: cleared the foreign material from the motion interrupt pan/switch gap.